Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. From the results of evaluation, the angulation mechanism and angle wire stoppers were adjusted; the #1 switch printed circuit board/button was replaced; and the light guide lens unit was replaced. Based on the results of the investigation, a definitive root cause could not be established. The following was presumed from this event: ¿reprocessing process at the facility differed from the recommendation of the instructions for use (IFU). ¿facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use (IFU). The IFU cautions against insufficient reprocessing as below: ¿ an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. To prevent dirt solidifying and adhering, IFU (reprocessing manual) says about precleaning immediately after procedure as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ the IFU further states that users should be "manually cleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus foreign material exiting from the evis exera iii colonovideoscope channel. It was later reported the foreign material was seen during the procedure however they are not sure exactly what it was. There was no harm or user injury reported due to this event.